Event description:
A report was received that the patient will undergo a pocket revision due to pocket site discomfort.

Manufacturer narrative:
Additional information was received that the patient¿s revision was cancelled due to a non-device related health issue.

Event description:
A report was received that the patient will undergo a pocket revision due to pocket site discomfort.